Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inadequate therapy was delivered due to the device not being optimally programmed for the patient. The device was reprogrammed and the patient is stable.